Event description:
On 7/21/93 a ventilator went into vent. Inoperative alarm condition while attempting to put a newly admitted patient on it. The respiratory therapist reported that the high pressure limit display went to 4. When she attempted to dial in the correct setting. The display would not change and then the vent went inoperative. The exhalation assembly was removed, adjusted and replaced. The ventilator was also turned off and on again to reset it electrically -- neither of these attempts were successful. The patient was being ambu'd and was very stable during this time. A different ventilator was set up on the patient. The biomed tech tried to replicate the above problem with the vent. He contacted manufacture and it was decided to send the vent back for servicingdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: manufacturer. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.